Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the bootloader (tce) to the device could possibly have glitched or corrupted. Then when the smart pneumatic module board tried to communicate, it did not send the right signals which could cause error 1001 to occur. The serial number was re-written to the device to remedy this reported issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.